Event description:
The customer stated that she was hospitalized for high blood glucose levels above 600 mg/dl. The customer had a headache and felt nauseous. The customer stated that her blood glucose levels had been fluctuating for the past few weeks. Prior to the customer's call, the insulin pump alarmed failed battery test multiple times and now the display is blank. The customer stated the doctor wanted the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.